Manufacturer narrative:
Type of investigation not yet determined: the getinge (fse) encountered the issue, during servicing, confirming the event. It has not been determined if the unit will be repaired, it may be retired. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while servicing a cs300 intra-aortic balloon pump, english, 110v unit, the getinge field service engineer (fse) discovered that the battery did not pass a runtime test. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5, h6 (medical device - problem code). A getinge field service engineer (fse) noticed that the battery did not pass a runtime test. So, in order to fix the issue, the fse replaced the batteries. The fse also stated that other issues were found during check out and was looking into retiring this unit, and that repairs were not done. However, it was later mentioned that the unit was serviced once it returned back from the facility it was being rented, and a preventive maintenance was performed after this complaint and was put back into service.

Event description:
It was reported that while performing a preventive maintenance on a cs300 intra-aortic balloon pump, english, 110v unit, the getinge field service engineer (fse) discovered that the battery did not pass a runtime test. There was no patient involvement.